Event description:
The customer reported a blank display. Troubleshooting was performed and the display remained blank. The reported blood glucose reading was 211 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint.